Event description:
On (B)(6) 2014, the patient¿s health care provider contacted animas alleging extreme high and low blood glucose levels associated with concerns over ¿how the patient is using the pump¿. No additional information was provided. This report is made based on the allegation that the patient was in contact with their health care provider regarding blood glucose excursions which were attributed to the use of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.